Manufacturer narrative:
It was reported that the express 4 unit stopped working. Upon further investigation, it was determined that the interconnect cable was melted. No injuries or loss of patient sample were reported. Charred material was present, however, there were no reports of open flame or smoke emission, and fire department was not called.

Event description:
Customer reported the express 4 unit interconnect cable was melted.